Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/13/2015. The fse confirmed a leak from the aspiration probe, and air mixing temperature control module (amtc); the diff mixing chamber (vc25) was also observed to be overflowing. The leaks were caused by a failure at the probe wash collar. The spring in the probe wash collar was replaced, and the wash collar was aligned to resolve the issue. The instrument ran without leaks and repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a cleaner fluid leak of approximately 5ml from the probe and from the air mixing temperature control (amtc) module on a unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument and no error messages were reported at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.